Event description:
When the colon was divided -proximal ascending- the auto suture stapler was used. It divided the colon but did not staple. As a result there was a large spill of fecal material into the peritoneal cavity. This was controlled as quickly as possible and at least 3 liters of saline was used to irrigate. Unable to close wound d/t fecal contamination. Taken directly to ICU in guarded condition.